Manufacturer narrative:
The cartridge was received for evaluation and revealed a leak in the venous line. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on (B)(6) 2022 from a 37 year old male patient with a medical history including end stage renal disease, who stated an unspecified amount of blood leaked inside the cycler during a hemodialysis treatment on (B)(6) 2022. Additional information was received on (B)(6) 2022 from the home therapy nurse (htn) who stated the patient did not experience any symptoms and there was no medical intervention required. Following the event, the patient continues to treat with the nxstage system.